Event description:
Event description guidant received information that this device and lead system was exhibiting intracardiac electragram noise on the pace/sense channel which was associated with oversensing and pacing inhibition. The noise was nonsustained and no inappropriate shocks were delivered. Non-invasive diagnostivc assessment of the lead's sensing, pacing thresholds and impedance measurements were normal. Guidant received additonal information that this patient had been working around a motor.